Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise. No intervention or procedure was reported. The ra lead remained implanted. No adverse patient effects were reported.